Event description:
Additional information received reported a possible partial pocket fill was suspected.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was undergoing an MRI to rule out stroke symptoms. It was later noted that the patient experienced an underdose with the following symptoms; confusion and increased spasticity. The patient was seen in the emergency room the previous weekend and was admitted to the hospital with the symptoms. The health care provider checked the volume in the pump; the actual residual volume of 0 ml was less than the expected residual volume of 13.8ml. The health care provider was unaware of any prior overdose symptoms. It was noted that the pump was empty and the patient was having withdrawal symptoms. No pump alarms were noted; it was unknown if the programming was correct. The pump was refilled and a dye study was planned for the following day. It was not known if the pump delivered gablofen or lioresal. Additional information has been requested; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Catheter model # 8709sc, lot # n163107006, implanted on: (B)(6) 2008, explanted on: unknown. (B)(4).